Manufacturer narrative:
A review of the manufacturing records for the gore® tag® devices could not be performed as device item and lot numbers were not available. The conformable gore® tag® thoracic endoprosthesis instructions for use (IFU) states that overlapped endoprostheses should be one to two sizes different in diameter with an overlap of at least 3 cm. If overlapping devices of the same diameter, overlap by at least 5 cm. Per IFU, complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to endoleak.

Event description:
In a literature review, the following information was obtained. F, saito. Et al. "A case of tevar for complicated acute type b aortic dissection¿ : a case report." Shizo japan heart foundation 2017, vol.49.no.4. On an unknown date in 2015, the patient was implanted with two conformable gore® tag® thoracic endoprostheses (item and lot numbers unknown) to treat a complicated acute type b aortic dissection. During the procedure, overlap between the two gore® tag® devices was reportedly too short. An aortic extender component was implanted as a bridge between the gore® tag® devices, however, a type iii endoleak reportedly remained. According to the report, the endleak contributed to a decrease in the patient¿s blood platelet count. On post-operative day 25, an additional gore® tag® device was bridged between the existing devices to treat the type iii endoleak. A candy-plug technique was also performed, whereby a bard® fluency® stent graft was implanted through the re-entry tear and the false lumen was occluded. The patient¿s blood flow was improved, and the patient tolerated the procedure.

Manufacturer narrative:
Obtained item numbers for gore® tag® devices in this event (lot numbers were unavailable): tgu373720j (distal), tgu373715j (proximal).